Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the electrode belt¿s black pulse wire in the trunk cable being broken at the distribution node (dn), causing the ecgs and tes recognition issues. The root cause for broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.